Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, broken battery tube threads, cracked case battery tube, cracked keypad overlay and missing display window cover. The test reservoir does not lock in place and unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test due to the missing retainer and broken reservoir tube lip. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had sensor issues and it would not connect. Customer had low blood glucose level of 56 mg/dl and treated it with juice. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.